Event description:
As reported by ansm in summary: patient with a 1-year history of a non-reducible strangulated umbilical hernia and underwent implant of a non-bd/bard mesh in the pre-fascial retro-muscular plane and sutured on (B)(6) 2022. In (B)(6) 2023, patient underwent strangulated umbilical hernia repair with mesh (unspecified) implant. On (B)(6) 2023, patient presented to the emergency department with abdominal pain. Patient had consulted a week back for recurrence of umbilical hernia, chronic diarrhea (10 months) and vomiting 1x/week. On (B)(6) 2023, CT scan showed hernia recurrence in the midline at the top of the mesh. Coprocultures were negative. Patient was scheduled for surgery. On (B)(6) 2023, patient underwent open repair of the supra-umbilical hernia with implant of 10x15cm ventralight st mesh. On (B)(6) 2024, patient had a follow-up visit, "the patient is in very good general condition. He no longer presents any pain and, surprisingly, no longer has any transit problems. His stools are molded. The scar is clean." On (B)(6) 2024, patient had consultation for bowel disorders. On (B)(6) 2024, patient had consultation for bowel disorders. Recto sigmoidoscopy showed minimal inflammation of the lower rectum. As reported, following placement of the second mesh, abdominal pain increased, with immediate postprandial abdominal bloating, chronic pain disabling pain, electric shocks and stabs in the abdomen on exertion, preventing all activity, chronic diarrhea (15-20 times a day), extreme fatigue, weight gain and depression (on antidepressants), hypertension following and painful anal fissure following chronic diarrhea. Patient's current condition: "since the two implants, I have consulted the attending physician, numerous gastroenterologists, gastro-surgeons, internal medicine, proctologist... I've had scans, colonoscopies, fibroscopies, rectoscopies, small bowel capsules MRI, multiple biological, infectious and parasitic tests, all of which proved normal.today, my life my life is a living hell, with extreme fatigue, unbearable abdominal pain, a transit that's always disrupted with an anal fissure that has been very painful for 6 months, even though it has been treated. Diarrhea. The team of doctors who look after me are competent and attentive, and don't understand where my problems come from, given my check-ups, and are starting to mention problems linked to the fitting of my two prostheses. I'm in bed most of the time because of the pain, and I can't work either. Painkillers, which have little effect on me, anti-depressants and anti-hypertensives following a treatment with pentasa treatment... I eat a ton of drugs like an elderly person. I was in very good health before my 2 operations... I had a rather physical job, as I'm a shipwright and skipper... For me, it's a descent into hell, morally, physically and emotionally. Morally, physically, no sex life because it's too painful. I just don't have a life anymore for someone who's only 37!"

Manufacturer narrative:
As reported the source of the diarrhea and abdominal pain have not been identified by the health professionals treating the patient. As reported this patient had symptoms of chronic diarrhea prior to the implant of the ventralight st mesh. The degree to which the ventralight st mesh implant used to treat the patient, may be causing, or contributing to the patient's postoperative course is unknown. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.